Event description:
The new minimed quick set plus infusion sets are unreliable. Pt was shipped these from their supplier in place of the of the quick set (which were discontinued without notice) without even being told they were different. Pt was not given instructions on use or told of the widespread problems -adhesive fails or cannula is damaged when inserting or reconnecting or device fails to reconnect completely. Pt was lucky. Their clinic showed them how they fail and warned them to avoid these but others have not been so lucky. There are reports online of people having extreme blood glucose levels due to the unreliability of the quick set plus. Please investigate as minimed, though they admitted awareness of the continue to offer only this device rather than the original quick set or a comparable safe option. Pt is forced to switch to an old and commparably painful infusion set design to protect their health.